Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter, and an issue with the deflection getting stuck occurred. The catheter stopped deflecting. The catheter would no longer deflect in either direction and was stuck in a deflected position. The catheter was removed without and problem. The catheter was replaced and the issue was resolved. The procedure was continued and there were was no patient consequence reported. Upon request, additional clarification was provided on the event. The issue occurred during use. The catheter was 90 degrees to the shaft and would not deflect or undeflected. There was no damage noted to any electrode ring nor at the distal end of the catheter. The st. Jude sl1 8.5 french sheath was used. The reported event of the catheter being stuck in a deflected position is indicative of a reportable event.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/7/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter, and an issue with the deflection getting stuck occurred. The catheter stopped deflecting. The catheter would no longer deflect in either direction and was stuck in a deflected position. The catheter was removed without and problem. The catheter was replaced and the issue was resolved. The procedure was continued and there were was no patient consequence reported. The returned device was visually inspected upon receipt and it was found in a deflected position of 90 degrees. No damage was noted to any electrode ring. Per the complaint, the catheter was tested for deflection and the catheter failed deflection test cannot be performed due to catheter was not possible to be deflected or undeflected. Afterwards, the catheter was dissected and the deflection puller wire was found out of the pulley mechanism, not allowing the user to deflect the catheter. Further information received indicates that the catheter was taken out of the patient without any difficulty. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).